Event description:
It was reported that following a coronary artery stenting procedure, the pt experienced a cardiopulmonary arrest subsequent target vessel re-intervention (tvr). The lesion being treated was located in the distal right coronary artery (dist rca). The physician implanted a 3.50x12mm taxus express2 study stent. At 250 days after the index procedure, the pt experienced a cardio-respiratory arrest during dialytic therapy and cardiac compressions were performed. Angiography confirmed stenosis in proximal and mid rca and in the distal left anterior descending (lad). Balloon catheter and an unk bare metal stent were used to treat the proximal and mid rca, reducing the stenosis in the mid rca to 0%. The 90% stenosed lad was treated using a cutting balloon. The pt outcome is reported as resolved.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.